Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. After review of pump data by tandem technical support, it was determined that the pump battery appears to be depleting as expected. Customer reported blood glucose (bg) level was 368 (mg/dl). A manual injection was delivered to address bg level.